Manufacturer narrative:
A review of the device history record, documentation, drawing, instructions for use, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with instructions for use that describes its intended use, specifically: "how supplied - upon removal from package, inspect the product to ensure no damage has occurred". Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation

Event description:
International customer reported that a patient was scheduled for a turbo-ject double lumen peripherally inserted central venous catheter placement. The clinical staff observed that the peel away sheath of the device set was broken when the packet was opened. The event was noted prior to use and patient contact. A replacement set was obtained and the procedure completed uneventfully. There are no reported adverse patient consequences. The device is reportedly available for evaluation; the device was not received by the manufacturer as of the date of this report.